Event description:
An impella cp was inserted via femoral access in a 71-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) on (B)(6) 2026. The patient¿s clinical state prior to support was unknown. The patient remained on hemodynamic support until (B)(6) 2026, at which time he experienced a cerebral hemorrhage and subsequently expired on the same day. The physician confirmed that the patient¿s anticoagulation was managed within the targeted act range of 160¿180 seconds with no deviations. No hypertension or device related performance issues (e.g., malfunction, improper positioning) were identified. The causal relationship between the impella cp and the cerebral hemorrhage remains unknown, and no allegations were made against the device. No product was returned for analysis, and no data download was required. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.